Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break and serious injury occurred during use with a pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, "it was reported that the hospitalized patient injected to his/her abdomen and the needle broke at the injection site. The doctor conducted operation to remove the broken needle tip however it still remains in the patient's body. Here is additional information updated by sales team on 25 june 2019. A patient in the hospital for an insulin induction training injected insulin into the patient's abdomen subcutaneous tissue. During the injection, the patient found that the needle pe broke and discontinued the injection. Also the patient took the test of blood sugar level. As the results, there was no abnormality of the blood sugar level. According to the patient, the patient punctured the needle vertically at the first. Although the patient was injecting smoothly at the beginning, the patient could not push the injection button when the remaining insulin was about 2 units. Therefore, the patient pushed the injection button harder, then the needle broke. The patient was performed palpation and x-ray, then had surgery. However, the broken needle could not be removed."

Manufacturer narrative:
Investigation summary: one open and forty three sealed 32g x 4mm pen needle samples and seven photos were returned from lot. No. 8338563, cat. No. 320136. Visual examination was carried out on all forty three sealed samples and no issues were observed. Visual examination was also carried out on the returned opened sample and photos and a broken patient end of cannula was observed. No shield was returned. An indentation mark on the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. Capa290556 was raised to address this issue.

Event description:
It was reported that a needle break and serious injury occurred during use with a pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, "it was reported that the hospitalized patient injected to his/her abdomen and the needle broke at the injection site. The doctor conducted operation to remove the broken needle tip however it still remains in the patient's body. Here is additional information updated by sales team on 25 june 2019. A patient in the hospital for an insulin induction training injected insulin into the patient's abdomen subcutaneous tissue. During the injection, the patient found that the needle pe broke and discontinued the injection. Also the patient took the test of blood sugar level. As the results, there was no abnormality of the blood sugar level. According to the patient, the patient punctured the needle vertically at the first. Although the patient was injecting smoothly at the beginning, the patient could not push the injection button when the remaining insulin was about 2 units. Therefore, the patient pushed the injection button harder, then the needle broke. The patient was performed palpation and x-ray, then had surgery. However, the broken needle could not be removed."